Manufacturer narrative:
Implanted approximately three years ago. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Patient approximately 3 years status post mandible fracture procedure, was returned to operating room for hardware removal as the top mandible plate had extruded. Surgeon removed upper mini locking plate and 4 screws. The surgeon then attempted to remove the lower plate and screws, but was unable to remove all of the lower screws. Surgeon determined healing had been achieved, and made the decision to leave the lower mandible plate and remaining screws in place. This is 3 of 5 reports for this event.